Event description:
It was reported via phone call, that the customer received a button error alarm, and a black circle on the display. Customer's blood glucose level at the time 215 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No unexpected black circle on display noted. Unit received with cracked case at reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.